Manufacturer narrative:
Update (B)(6) 2019: another dislocation of lv and ra lead after the implantation has been reported. Implant date has also been corrected. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Dislocation of this patients lv and ra leads has been reported. A surgical intervention was done. According to the device log, the ra lead was exchanged. Should additional information become available, this file will be updated.